Event description:
Boston scientific received information that the patient received inappropriate tachycardia therapy when doing an albuterol inhaler test. It was noted that the patient has paroxismal atrial fibrillation and was in atrial fibrillation at the time of that the inappropriate shock was administered. It was noted that the device was initially programmed with a vt-1 mo zone and a vt zone. The device was subsequently reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.